Event description:
It was reported by the rep that in performing an unknown procedure, a piece of the gasket of the 355ld tore off and fell into the abdomen. The piece was retrieved. Since the trocar then leaked, it was replaced with another 355ld and the procedure was completed. There was no consequence to pt.